Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, a popping/snapping sensation, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update 1/6/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions (no lab results provided). The complaint was updated on:2/3/2015.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 12/2/2015 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported aches, pains and hip makes noises. Medical records reported hip revised on (B)(6) 2015. Revision surgical note reported adhesions and scar tissues that had to be removed, metallosis, metallosis on trunnion, a surgical delay of 30 minutes attempting to remove the liner that would not come out causing the acetabular component to be revised. It was also reported that joint fluid tested for gram positive cocci, but surgeon called infectious disease and decision was made to not revise stem based on result. Infectious disease doctor came in and personally looked at samples and felt the result was in error and there was no infection. Infection will not be coded. Stem is already on complaint for elevated metal ions. Lab results for metal ions were greater than (B)(4). Acetabular cup has already been reported on (B)(4).there is no new information that would change the existing investigation. The complaint was updated on: dec 18, 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
(B)(4).